Event description:
Healthcare professional reported after an application of a topical numbing cream to the intended injection site, patient was treated with juvederm ultra plus xc for "lip augmentation". Within one hour of injection, patient developed "slight swelling and redness of and around the lips". Given that the patient had experienced swelling at the injection site after their previous juvederm injection, an adverse event was anticipated by and planned for by the injecting healthcare professional. Patient was instructed to apply topical ice to the injection sites which did help reduce the swelling. However, later that day, the patient called the injecting healthcare professional and reported that the swelling had returned and was getting worse; the patient also noted chest congestion and a slight cough. The injecting healthcare professional believed the patient had a hypersensitivity reaction to the juvederm injection; the topical numbing cream was discarded by the healthcare professional as the cause of the reaction as it had been used before on the patient without any issues. Patient was advised to take benadryl. The day after injection the patient called again and stated that they were doing fine and symptoms resolved.

Manufacturer narrative:
Device labeling: contraindications. Juvederm ultra pls xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.